Manufacturer narrative:
Product event summary: the distal segment of the lead was returned and analyzed. The exposed svc (superior vena cava) defibrillation coil became extrinsically fractured due to a cut. The distal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting high, varying impedance and noise. The patient also received inappropriate high voltage therapy. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.